Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20-30 mg/dl and was subsequently hospitalized. Bg cause was not known. Customer administered a manual injection to address bg and was treated with intravenous fluids. Customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage.